Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-00172. It was reported, the patient ((B)(6)) experienced ineffective stimulation. X-ray imagery confirmed lead migration. Surgical intervention was undertaken on (B)(6) 2014 to reposition the patient's leads. Stimulation was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.